Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that below the grasper portion toward the distal end, the hooks are not connected to the mechanism to open the grasper.